Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The device was not returned for evaluation. As a result, the reported incident could not be confirmed. Furthermore, the user had a sensor replacement.

Event description:
On (B)(6) 2019, senseonics was made aware of an instance where the patient experienced problem in getting a good sensor signal leading to sensor removal and replacement.